Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06221. It was reported the pt experienced discomfort at her ipg site due to heating while charging. The pt's ipg was explanted in (B)(6) of 2012 (exact date is unk). It is unk if the pt's lead was also explanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.